Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 62 mg/dl/40 mg/dl; 46 mg/dl/32 mg/dl; 68 mg/dl/51 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Two meters were reported to have been in use when the reported comparisons were obtained. Caller did not specify which meter produced which result.

Event description:
Patient was revised 7 weeks after implantation. Patient complained of pain. Stem of femoral head component had broken.